Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The customer's blood glucose was 136 mg/dl. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and declined to return the device for analysis.

Manufacturer narrative:
All of the buttons functioned properly however, moisture was found on the keypad traces. No unresponsive buttons noted. The insulin pump was received with cracked battery tube threads, broken reservoir tube lip and minor scratched lcd window.